Event description:
The customer received a blood glucose reading of 53mg/dl on her contour meter, retested on her contour usb meter and received a reading of 88mg/dl. The following day the customer called again to report another comparison between the two meters; she received a blood glucose reading of 33mg/dl on the contour and a 103mg/dl on the contour usb. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. Only the meter information as provided. Strips are not expected to be returned for evaluation. The meter was replaced.